Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n0pl, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1n0pl, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was on a cruise and was walking on the beach and felt an intense pain in their perineum area for about 3-4 minutes. The patient stated that the pain went away on its own, but they did also turn their stimulation down later to be safe. The patient denied trauma, scuba diving, falls, etc. It was noted that the patient is a rancher and admitted they were very active. The patient had been on all 4 programs and their settings were much higher than they used to be. The patient was now on program 4 at 4.2. It was also reported that the patient¿s overactive bladder symptoms were very under control up until this incident, and now their symptoms were progressively getting worse. The patient had a follow up appointment scheduled for (B)(6) 2018 where diagnostics and programming adjustment would be performed. The rep noted they went over the programs with the patient over the phone and had them reduce their stimulation intensity to 2.0 on program 2. Additional information was received from a manufacturer¿s representative (rep) on 2018-aug-10 indicating that the patient was seen in the clinic the day of the report and diagnostics were performed. The rep stated all electrode combinations except for the cases were >50 ohms of resistance. The patient¿s physician was present and x-rays, ap and lateral, of the sacrum were ordered. The physician and patient asked that the stimulation remain on. The patient¿s program was changed to c+ and 1- to program around the lead discontinuity issue. It was reported that the patient would be scheduled for a lead revision. The patient stated that their therapy was working well before the incident, and admitted they were a rancher and lived a rough lifestyle with a lot of physical activity. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n0pl, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating cause of the >50 ohms was not determined. The hcp was aware. A lead revision had not yet been scheduled. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1n0pl, implanted: (B)(6) 2018. Product type lead . Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1n0pl, ubd: 29-dec-2021, UDI#: 0(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep): the patient had the lead revision on (B)(6) 2019. No further complications were reported.